Manufacturer narrative:
Continuation of d10: product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date on (B)(6) 2015; explant date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (10 mg/ml at 1 mg/day) and bupivacaine (4 mg/ml at 0.4 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was complaining of persistent discomfort at the pump pocket site located in their right flank area so a revision occurred to move the pump to a more comfortable location. External factors included minimal subcutaneous fat in their flank area. No diagnostics/troubleshooting were performed. During surgery to relocate the pump to the right abdomen, the healthcare provider (hcp) opened the pump pocket and dissected out the existing pump and proximal catheter. They then disconnected the proximal segment from the pump and placed it on the back sterile table. The hcp proceeded to create a new pump pocket in the right abdomen. They were given a tunneling device to tunnel the existing spinal segment to the new pump pocket. The same proximal pump segment was attached to the spinal segment and then to the existing pump. The pump was placed into the new pocket at which time the hcp performed a catheter aspiration to ensure patency and was able to aspirate ample cerebrospinal fluid. The incisions were then irrigated and closed. There were no changes made to the catheter length/volume. The event was resolved.